Event description:
The radiofrequency programmer head was originally returned as a field return with nothing stated wrong with it and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the head had intermittent telemetry and failed all uplink amplitude tests. The head was being sent on for repair. (B)(4).